Event description:
It was reported that within a few days of implant, the right ventricular (rv) lead exhibited high impedances during an interrogation. Shortly afterwards, the impedances were within normal ranges. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4296 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.